Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 320 mg/dl. A bolus had been delivered; however, the customer thought the bg level should be lower than it currently was. The customer's healthcare provider had changed the pump settings the day before and the basal rate had been lowered. The customer thought that this may be impacting the bg level and was to discuss the settings with a healthcare provider.